Manufacturer narrative:
A visual inspection of the instrument confirms that the device has failed due to breakage of the connector links in the distal dip. Close inspection reveals that the link components have broken at the rivet hole, with the break site exhibiting characteristics of shearing and tearing of the metal due to an axial force. Minor dents are noted along the steel tube. Also a third party stamp is found on the side of the telescope tube. The failure of this instrument was likely caused by excessive force exerted by the customer during use. The evidence of torn metal at the break site noted in the investigation supports this conclusion. It must also be noted that the IFU warns against this misuse in the cautions section as follows: "excessive squeezing force on handles can lead to failure of forceps jaws." In addition, the presence of the third party identification on the instrument adds an unk aspect to the handling of this device that could have contributed to its failure.

Event description:
During a surgical procedure, the cup screw came loose and it unhinged, the pieces fell into the pt. All pieces were removed and there was no pt harm.